Event description:
Same case as mrf report#: 2134265-2008-04188, 04189, 04751. Clinical trail. It was reported that 1413 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified one target lesion in the first diagonal with 90% stenosis, measuring 2.5x10mm. The target lesion was treated with predilation, placement of two 2.5x16mm taxus express2 drug eluting stents, and post dilation resulting in 0% residual stenosis. Prior to placement of the study taxus express2 stents, two commercial taxus express2 drug eluting stents (2.5x16mm proximal, 3.0x24mm mid) were placed in the proximal and mid lad (left anterior descending). The patient was discharged one day post procedure on asa and plavix. The patient presented 1413 days following the index procedure, due to recurrent angina and a positive stress test. Angiography revealed a discrete, ostial lesion of the lad and a proximal, discrete, 70% in-stent restenosis of the lad. On day 1421, the patient underwent a reintervention consisting of placement of another manufacturer's drug eluting stent in the mid lad and the proximal lad resulting in 0% residual stenosis. The patient was discharged one day post reintervention on asa and plavix. The clinical events committee assessed this event as study stent/procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.